Manufacturer narrative:
A.1 is unknown. D.4 serial number, lot number, expiration date and unique identifier (UDI) # are unknown. D.6a and d.6b implant and explant dates are unknown. E.1, e.2 and e.3 are unknown. H.4 device manufacture date is unknown. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The hospital reported to the united states food and drug admisinstration a user medwatch for a patient who suffered a stroke after coming out of a triple bypass procedure and never recovered. The patient was takent to recovery and seven hours later, the patient had not awoke yet. The intesnstive care unit staff noticed signs of a stroke. The patient did not recover and expired. The team noted concerns about the influence of the impella during the triple bypass. Due to the redacted user medwatch, the pump type and patient/hospital demographics are unknown.

Manufacturer narrative:
The investigation for the reported stroke has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the stroke could not be determined.